Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive, at the sensor insertion site. Patient described the skin reaction as a blister and rash. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with desoximetasone steroid cream, prescribed by her dermatologist. Date of medical intervention is unknown. No additional event or patient information is available.